Event description:
It was reported that the patient experienced an inadequate stimulation and had to frequently charge the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.